Event description:
It was reported the light of the monitor was dim and the image suddenly stuck and remained unresponsive to any input. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.